Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the old trial needs to be replaced. Damage to the lateral aspect of the trial was found which is consistent with saw blades coming in contact with the device, causing device to be scratched. No surgical delay.